Event description:
The customer reported five pts presented with endophthalmitis following phacoemulsification. All five pts were eviscerated. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.